Event description:
The only available information is customer's report of "fluid came back in connector and leaked." There was no report of patient harm or medical intervention required.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.